Manufacturer narrative:
Approximate age of device - 1 year 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had expired. According to the vad coordinator, the cause is unknown, and there was no information if the device was working as expected. There was no information if the device was explanted and will be returned for evaluation.

Event description:
Additional information: no autopsy was performed.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The account communicated that the patient was expired. According to vad coordinator the cause was unknown, and there was no information if the device was working as expected. The pump was not explanted and will not be returned for evaluation. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system.